Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to meter results. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Customer had returned a sealed vial of test strips - returned test strips not tested. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: (B)(6): user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2025 - able to establish contact with customer who stated she had called her doctor's office and had left a message for the doctor as they were closed for the day. Note 2. Customer contacted manufacturer on 11-sep-2025 - customer stated she had spoken with the doctor on (B)(6) 2025 regarding the high blood glucose test results. Customer stated that the doctor was not concerned and advised her he did not feel there is an issue with the meter as the results were only higher than usual for 2 days customer stated the doctor did not recommend any changes to her medical treatment plan. Note 3: manufacturer contacted customer in a follow-up call on 19-sep-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 185 mg/dl fasting obtained at 8:15 am on (B)(6) 2025. The customer¿s expected fasting blood glucose test result range is 125-132 mg/dl. The customer feels well and did not report any symptoms. Customer stated that she was going to call her doctor to let them know about the high results; customer stated she was also going to call about some results regarding her kidney. During the call, a back-to-back blood test was not performed by the customer. The product is stored on side table near the kitchen but away from the stove. The test strip lot manufacturer¿s expiration date is 10/31/2026 and test strips were opened 3 weeks ago. The meter memory was not reviewed for previous test result history.